Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, insulation anomaly was noted on the left ventricular lead. The lead was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 30.5cm to 30.6cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.